Event description:
Customer reported that the device did not work anymore. Technician found that the motor had blocked. This is report 1 of 1 for complaint (B)(4).

Event description:
Customer reported that the device did not work anymore during a surgical event. Technician found that the motor had blocked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, functional testing was performed and revealed the motor was not functioning optimally. This was contributed to normal wear. Maintenance was performed and the device was returned to the customer on 06/07/2013. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the motor was not functioning properly during surgery. This was contributed to normal wear. Various parts were replaced. The device was returned to the customer on (B)(4) 2013. Placeholder.